Event description:
It was observed that during the device evaluation, the xenon light source had front panel flashes. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced due to faulty turret, which resulted in the front panel flashing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.